Event description:
The evaluation submitted on 9/10/2021 was not correct.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation was noted in the shorter exhaust tube of the pump. This was a site of leakage. The surfaces of this separation showed uniform striations, indicating contact with sharp instrumentation. Partial separations within abrasion were noted on the shorter exhaust tube of the pump. This was not a site of leakage. The detachment end of the inlet tube showed surfaces to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with either cylinder. Both cylinders had tow sutures attached. The detachment end of the inlet tube showed surfaces to be rough and irregular. The valve seating test failed due to fm noted around the poppet. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the detachment ends of the pump inlet tube and reservoir inlet tube indicates that sufficient stress(s) may have been exerted on the inlet tube at these sites while in-vivo. Most of the inlet tube was not received for evaluation, but based on the information received and rough detachment ends noted, quality concluded that the rough and irregular detachment surfaces of inlet tube may have indicated it had separated while in-vivo. If so, a separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the shorter pump exhaust tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient with this device experienced a pump tubing leakage. No information was provided as to how the patient was treat and no adverse patient effects were reported.

Manufacturer narrative:
Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubing were overlapping in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation in the pump bulb adjacent to the pump body. The rough and irregular surfaces associated with the site of separation in the pump bulb indicates that sufficient stress(s) may have been exerted on the pump to separate the site while in-vivo. Separations of this type may then allow the loss of fluid, rendering the device inoperable.